Event description:
It was reported by the hcp that the catheter and pump were explanted and replaced due to a "break/tear/hole" in the catheter. At the time of explant, it was noted that there was fluid in the pump pocket. The drug in the pump was lioresal at an unknown concentration. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.